Event description:
It was reported that during a ptca treatment procedure involving a calcified and 95-99% stenotic lesion in the proximal to middle portion of a tortuous lad coronary artery, the adante balloon was suspected to have ruptured at 3-4 atmospheres on the initial inflation when contrast medium was noted to have leaked from the balloon. The adante balloon was removed and replaced with another catheter to successfully complete the procedure. The patient was asymptomatic during this event. A 0.014" choice pt guidewire and a zuma2 guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.